Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a venous air alarm occurred that could not be resolved. Treatment was discontinued without performing rinseback of the patient's blood, resulting in an estimated blood loss of 210cc. Due to the catheter flow issue, the patient was treated with cathflo (alteplase).

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms. The event was reviewed with facility staff who stated that the catheter flow issues may have contributed to the alarm. The patient was treated with cathflo (alteplase) and there have been no similar problems reported subsequent to this event. Facility staff has been provided additional training for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.